Event description:
Device has been explanted.

Manufacturer narrative:
This report is submitted beyond 30 calendar days from allergan¿s receipt due to a system error preventing allergan from submitting reports via emdr. The system error has been resolved at this time and an investigation has been initiated into this occurrence. Device evaluation: analysis of the returned device identified: fold creases, curved opening on radius and white inner particles in the shell. Leak test and microscopic analysis was performed which identified: striated opening on radius and a delamination on valve. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated edge opening on radius assessed as surgical damage per returned goods authorization checklist and partial delamination of the valve (cohesive failure). Additional, changed, and/or corrected data: b.5, b.6, d.7, d.10, g.3, h.3, h.6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation.

Event description:
Healthcare professional reported right side implant deflation. Device remains implanted.